Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing. No changes or interventions were reported. The patient condition was not known.